Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this right atrial (ra) lead was implanted in the right ventricular lead port. Also, loss of capture (loc) was observed in measurements and presenting rhythm. Further testing was recommended. No adverse patient effects were reported.